Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient thought one lead was going to help with bowel and the other with bladder, so the patient thought something was wrong when only one lead was working. Patient was on 0.1 and was comfortable, but anything higher caused them pain. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.